Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to place ipg into MRI mode. In turn imaging revealed the lead migrated. As a result the patient underwent surgical intervention (B)(6) 2018 wherein the lead was repositioned back into original location. System diagnostics revealed low impedances prior to the procedure and high impedances post the procedure. Troubleshooting may occur at a later time to address the issue.